Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent deployed in unintended site. Device issue: loose stent. It was reported that the stent became partially dislodged during positioning in a very calcified lesion and had to be deployed before perfect positioning was attained. No add'l event or pt info is available.